Event description:
Patient reported that they heard their implantable neurostimulator (ins) making a ticking noise and their son could hear it too. They heard the ticking sound 3-4 times and it lasted for 1-2 minutes. The patient reported their concern to their provider (hcp) and the hcp told them it was not possible for the ins to make a ticking noise. Agent reviewed that the ins should not make any sound. The patient mentioned that their ins was programmed for the first time last friday. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.